Event description:
The customer reported that the device self-activated while it was outside of the patient on a table. There was no injury to the staff or patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.